Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer's test strips (two vials) were provided for investigation where they were tested using a retention meter and retention controls. Vial #1 vial number (B)(4) testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. Vial #2 vial number (B)(4) testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a dade innovin reagent on a siemens analyzer. At 11:30am the meter result was 7.3 inr. The doctor ordered oral vitamin k 100mcg once a day for 5 days based on meter result. At 2:30pm the laboratory result was 3.7 inr. After receiving the laboratory result the doctor canceled the vitamin k order. The patient never took the oral vitamin k. The patient's therapeutic range is 2.0-3.0 inr.